Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to being very tired, the customer may have forgotten to disconnect from the pump during the fill tubing step. The customer went to the emergency room (ER) thinking that the blood glucose (bg) levels may drop. The customer was monitored, but was not treated as the bg level remained in the target zone. The customer left the ER in good condition.